Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button has become increasingly unresponsive over the past several days. He noted that the button still clicks and springs back when pressed. The patient denied exposing the pump to water; denied physical damage to the rubber keypad; and stated that he carries the pump on his shirt with a clip.